Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was found at 32.5cm - 33.3cm from the distal tip proximal to the svc shock coil. External insulation abrasion was found at 41.9cm - 42.1cm from the distal tip, consistent with friction between the lead and the ICD. The etfe coating was intact at both locations.